Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4) , complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The wire unraveled at the distal tip. No adverse effects to the patient were reported as a result of this product problem.